Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that his patient programmer (pp) would not turn on to turn the stimulation on unless the patient messed with it. On the day prior to the report, the patient saw the doctor icon but did not notice any numbers or letters on the screen. It was noted that during troubleshooting, the patient reported the ¿splash screen¿ and brand new aaa carbon zinc batteries did not resolve the issue. It was recommended to the patient to try to use alkaline batteries instead and to call back if the issue still had not resolved with the new batteries. This was not considered to be an out of box failure. There were no reports of medical or therapy issues and no patient symptoms reported. Follow-up is not required at this time and there is no further information related to this event. Indications for use include: non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.